Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained alerts. The customer's blood glucose level was unknown at the time of the incident. The customer observed condensation inside the screen of the insulin pump. The customer also stated that the bottom of battery casing and insulin reservoir casing was offset. Troubleshooting was not performed and the device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. No unexpected pump error or alarm noted during testing or found in the downloaded trace files. The insulin pump was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. No moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. No damage to the reservoir tube, reservoir tube lip, retainer, or end cap noted during physical inspection. (B)(4).